Event description:
The rptr stated that rptr did meter to lab comparison tests at the dr's office. Tests were done within 10 minutes, both capillary. Rptr's meter reading was 87 mg/dl, and the lab test result was 111 mg/dl. Rptr did not have any symptoms. A control solution test was in range, 129 (94-141). On followup, the rptr related accurate technique of applying blood, and is cleaning meter. No harm was alleged.